Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a leak occurred. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During the procedure, after insertion of a mapping catheter, the physician noticed a hemostatic valve leak on the faradrive sheath. The sheath was replaced, and procedure was completed with no patient complications. The sheath is not expected to be returned for analysis as it was deemed contaminated.